Manufacturer narrative:
The investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedance. Reprogramming was unable to resolve the issue. As a result, surgical intervention was taken to replace the lead. The issue has been addressed.